Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced cerebrovascular accident. The operation proceeded smoothly and no instrument errors occurred. Two transseptal puncture sites were performed during the procedure. Propofol was used for sedation. There were two catheter exchanges during the procedure. There was a total of 33 ablations. After the surgery, the patient experienced a mild cerebral infarction and developed mild weakness in the fingers. The patient required extended hospitalization. The patient has fully recovered with no residual effects.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).